Event description:
Customer reported an incident involving a ruptured reservoir on an intermate sv200 observed during filling of the device. Diluent used was 0.9% nacl. No drug was added. Total fill volume is unknown. No pt involvement.